Event description:
It was reported when the device was used during a gastric bypass procedure, there were no staples present after it was fired. The case was completed using sutures. There was no patient consequence.